Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. Prior to procedure, it was observed the atrial lead had an increase in threshold. A fluoroscopy was completed to reveal the atrial lead had lost lead slack. The lead was explanted and replaced with no issue. The patient was stable and discharged.